Event description:
It was reported that the customer was hospitalized with high ketones and high blood glucose of 22.5mmol/l two weeks ago. It was stated that the customer has been sick several times, but the cause of the sickness was unknown. Troubleshooting was performed, and the high pressure test passed. Reviewed the alarm history and found a no delivery, auto off, and low battery alarms. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.